Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one out of five cartridges that were used would leak at the septum while the customer was sleeping. The customer's blood glucose level may have been 220 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.